Manufacturer narrative:
The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Event description:
Hwang, sun-kyun, et al. Endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms. Journal of clinical neuroscience 20 2013; 1276-1279; reported that one day after enterprise stent- assisted coiling of an unknown wide-necked aneurysm, the patient visual field defect from central retinal artery occlusion. The location of the infarction correlated with the stent site. Please note that the event will be reported, additionally provide the following information:

Manufacturer narrative:
Hwang, j etc, al endovascular enterprise stent-assisted coil embolization for wide-necked unruptured intracranial aneurysms. Journal of clinical neuroscience 20 2013; 1276-1279; reported that one day after enterprise stent- assisted coiling of an unknown wide-necked aneurysm, the patient visual field defect from central retinal artery occlusion. The location of the infarction correlated with the stent site. Please note that the event will be reported, additionally provide the following information. The device or manufacturing lot number was not available for analysis or to conduct DHR review. Stent thrombosis is a known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.